Event description:
It was reported that the patient faced an issue with a few infusion sets falling off due to the adhesive not adhering. The patient stated that sweat during the heat wave caused the infusion sets to fall off on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 2.E1: Name: Ypsomed AG. Street: Weissensteinstrasse 26.City: Solothurn.Zip Code: CH-4503.Based on the available information, this event is deemed to be Reportable Malfunction.Request was performed for additional information including lot number; however, lot number was not provided.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.